Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 475 mg/dl and 418 mg/dl. The customer declined troubleshooting on insulin pump. The customer reported that they received post reset ram crc alarm at 8:41am. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No unexpected post-reset ram crc alarm during testing. Device functioning properly. Device received with minor scratched lcd window, cracked retainer and scratched case.